Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. Boston scientific technical services (ts) discussed the impedances had fluctuated over the last year and would continue to monitor the patient/system. Ts recommended commanded shock testing if the impedances continue to rise and reach 145 ohms. This ICD system remains in service. No adverse patient effects were reported.